Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature received entitled: "treatment of painful pseudoparesis due to irreparable rotator cuff dysfunction with the delta iii reverse-ball-and-socket total shoulder prosthesis". Update 19 aug 2019. ¿treatment of painful pseudoparesis due to irreparable rotator cuff dysfunction with the delta iii reverse-ball-and-socket total shoulder artrhoplasty¿ was reviewed for MDR reportability. The study followed 58 patients with painful pseudoparesis caused by a massive irreparable rotator cuff tear treated with the delta iii reverse-ball-and-socket total shoulder replacement. Of the 58 patients, 17 of the procedures were the primary treatment of the shoulder, and 41 were revisions. It is noted specific patient identifiers nor specific revision information was provided. The following adverse events were noted: hematoma. Dislocation. Infection. Nerve lesion. Loose glenoid component. Loose humeral stem- both cement and uncemented. Acromial fracture. Disassociation of humeral stem and cup. Pain. Notching. Subsided humeral component. Osteolysis along the distal part of the scapular neck. It is noted there were 4 patient deaths before final follow-up due to unrelated reasons.